Event description:
It was reported that there was an occlusion alarm. There was unknown patient involvement reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint could not be confirmed or duplicated. The downstream occlusion (dso) sensor works within specification. The root cause was unknown. No further action was taken. The product's history records were reviewed the device has been in before for repair related to the customer stated problem.